Event description:
This event was assessed as MDR reportable under the thermocool® smart touch¿ bi-directional navigation catheter and reported under MFR # 2029046-2023-00783. Additional information was received on (B)(6) 2023 also linking the reportable signal issue to the carto 3 system. Therefore, assessed the reportable signal issue also under the carto 3 system with the awareness date of (B)(6) 2023. It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a carto® 3 system and there was no ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm. Initially it was reported that while ablating, the ECG became noisy and they saw no errors on the carto. They changed the ablation cable and this error appeared101 catheter eeprom error. The surgery was delayed 5 minutes. The procedure was successfully completed. There was no patient consequence reported. Additional information was received on (B)(6) 2023. The noise was observed just on ECG¿s in both the carto system and recording system. There was no ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. Additional information was received on (B)(6) 2023. While ablating, they had a big ECG noise. Changed cable and error 101 appeared. Changed all possible materials but ECG problem not solved. The hotline was called and a ticket was opened. This event was originally considered non-reportable, however, bwi became aware of additional information that stated there was no ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm and have reassessed the event as reportable.

Manufacturer narrative:
The investigation was completed on (B)(6) 2023. It was reported that there was noise on the ECG signals on both carto 3 system and recording system. It was confirmed that the issue was resolved by replacing the faulty backplane card with another one that was delivered to the customer. The issue was resolved. The system is ready for use. The suspected backplane card was sent to the device manufacturer for investigation and repair. It was found that the issue was caused due to damaged connectors on the backplane card. The card was repaired and the issue resolved. The complaint history of the system was reviewed. A manufacturing record evaluation was performed for the system # 11646, and no internal actions related to the reported complaint condition were identified. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-00783 for product code (B)(4) (thermocool® smart touch¿ bi-directional navigation catheter). (2) for product code (B)(4) (carto 3 system). Manufacturer's reference number: (B)(4).